Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply was measuring less than 5v. The power supply was replaced and adjusted. The imaging system then passed the system checkout and was found to be fully functional. The power supply was returned to medtronic but was not analyzed at the time of filing. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (b)(4, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that during a spin, the system was making a weird noise and started beeping. After the spin was received on the stealth an early termination error message appeared on the mobile view station (mvs). The system was used again but it was beeping so the site rebooted. After the reboot the fluoro shot would not take when using the handswitch. At this point they used the footpedal which was not working. They tried the handswitch and it worked this time. There was a less than 1-hour delay in the procedure and no impact on patient outcome.